Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer had a seizure due to low blood glucose. The blood glucose reading at the time of the event was 7 mg/dl to 10 mg/dl. The paramedics were called to treat at the scene. Customer was treated with IV. Customer refused to be taken to hospital. The current blood glucose reading is 83 mg/dl. Customer treated with juice. Nothing further reported.